Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomit"), diarrhoea ("diarrhoea"), stumbling ("stumble"), fall ("fall over"), urinary incontinence ("urinary incontinence"), anal incontinence ("faecal incontinence"), discomfort ("general discomfort"), asthenia ("loss of strength"), headache ("headaches"), pharyngeal inflammation ("inflammation of the throat"), rhinitis ("rhinitis"), tongue discomfort ("feeling of a swollen tongue"), arthralgia ("joint pain"), pruritus ("itching"), palpitations ("sporadic palpitations"), musculoskeletal disorder ("difficulty moving my legs"), difficulty in walking ("difficulty walking after a period of rest"), loss of consciousness ("episodes of lost consciousness"), disorientation ("disorientation"), arthropathy ("hip problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (fallopian tubes, uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, discomfort, asthenia, headache, pharyngeal inflammation, rhinitis, tongue discomfort, arthralgia, pruritus, palpitations, musculoskeletal disorder, difficulty in walking, loss of consciousness, disorientation and allergy to metals outcome was unknown, the vomiting, diarrhoea, stumbling and fall had resolved and the urinary incontinence, anal incontinence and arthropathy had not resolved. The reporter considered allergy to metals, anal incontinence, arthralgia, arthropathy, asthenia, diarrhoea, discomfort, disorientation, fall, headache, loss of consciousness, musculoskeletal disorder, palpitations, pelvic pain, pharyngeal inflammation, pruritus, rhinitis, stumbling, tongue discomfort, urinary incontinence, vomiting and difficulty in walking to be related to essure (ess205). The reporter commented: tubal occlusion was achieved by implanting the essures. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: scored a percentage of 5, when the maximum permitted is 3; on (B)(6) 2018: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 35 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical polyp on (B)(6) 2019, allergy to antibiotic on (B)(6) 2018, allergy (irritative cough, tears, sore throat, abundant mucus, nasal obstruction, pruritus for years - has dogs, skin test negative), bronchitis and vaginal disorder in 2012, vaginal candidiasis (recurrent) and coxalgia in 2011, tiredness (role of caregiver) and cervical intraepithelial neoplasia iii (conization) in 2009, anxiety from 2009 to 2010, crest syndrome (after a slip backwards, dolorac given) and chest pain in 2005, torticollis, back pain, contracture (cervical, worsening, treated with diclofenac in (B)(6) 2003, (B)(6) 2004: emergency visit, (B)(6) 2005.) And vertigo (continues permanently, vertiginous syndrome, (B)(6) 2005: droal+dogmatil given) in 2003, cervical pain in 1999 and parity 2 (son with west syndrome secondary to reye syndrome, girl healthy) and osteoarthritis. The patient had a family history of suicide (one of 5 brothers, age 48. Mother deceased at 82 years, father aged 85 years) and schizophrenia (older brother). Concomitant products included loratadine for hypersensitivity since (B)(6) 2012, cefuroxime for bronchitis since (B)(6) 2012, metronidazole for vaginal disorder and vulvovaginitis since (B)(6) 2012, fluconazole for vulvovaginal candidiasis since (B)(6) 2012, serc flas (betahistine hydrochloride) for vertigo since (B)(6) 2011, clotrimazole for vulvovaginal candidiasis since (B)(6) 2011, diclofenac since (B)(6) 2011, citalopram for anxiety and migraine from (B)(6) 2010 to (B)(6) 2021 and paracetamol until (B)(6) 2020. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2014, 4135 days after essure (ess205) insertion, she experienced migraine ("headaches, vascular tension headache. Clinical judgment: intractable migraine"). Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), vomiting ("vomit"), diarrhoea ("diarrhoea"), fall ("fall over"), urinary incontinence ("urinary incontinence"), anal incontinence ("faecal incontinence"), discomfort ("general discomfort"), asthenia ("loss of strength"), pharyngeal inflammation ("inflammation of the throat"), rhinitis ("rhinitis"), tongue discomfort ("feeling of a swollen tongue"), arthralgia ("joint pain"), pruritus ("itching"), palpitations ("sporadic palpitations"), musculoskeletal disorder ("difficulty moving my legs"), gait disturbance ("difficulty walking after a period of rest, stumble, difficulty to move the legs"), loss of consciousness ("episodes of lost consciousness"), disorientation ("disorientation"), arthropathy ("hip problems"), allergy to metals ("nickel allergy") and nausea ("nausea"). The patient was treated with surgery (fallopian tubes, uterus and cervix removed). At the time of the report, the vomiting, diarrhoea and fall had resolved and the urinary incontinence, anal incontinence and arthropathy had not resolved. The outcomes for pelvic pain, discomfort, asthenia, migraine, pharyngeal inflammation, rhinitis, tongue discomfort, arthralgia, pruritus, palpitations, musculoskeletal disorder, gait disturbance, loss of consciousness, disorientation, allergy to metals and nausea were unknown. The reporter considered allergy to metals, anal incontinence, arthralgia, arthropathy, asthenia, diarrhoea, discomfort, disorientation, fall, gait disturbance, loss of consciousness, migraine, musculoskeletal disorder, nausea, palpitations, pelvic pain, pharyngeal inflammation, pruritus, rhinitis, tongue discomfort, urinary incontinence and vomiting to be related to essure (ess205) administration. The reporter commented: tubal occlusion was achieved by implanting the essures. The doctor who assesses her in consultation on (B)(6) 2018 informs her that the symptoms are probably not a consequence of the insertion of the devices, affirms that according to her clinical impression, she seems to have a depressive picture. On (B)(6) 2018. Reason for consultation: withdrawal essure. (B)(6) 2019. Reason for consultation: hives. Anamnesis: has touched element with nickel refers; she has started with itchy, sooty lesions on her hands. They have given up on their own. Edical report of the risk management service case summary: a 35-year-old patient, at the date of the events, who on 07/11/03 underwent insertion of an essure-type contraceptive method. In (B)(6) 2018, she went to the gynecology consultations requesting the removal of the devices, stating that since they were placed, she has presented symptoms. On (B)(6) 2018: assessed by internal medicine. Nonspecific symptomatology. On (B)(6) 2018 (allergy): pruritus in a patient with doubtful sensitization to manganese chloride 0.5% and nickel sulfate. ¿nickel sensitization can justify the presence of skin eczema due to skin contact with metal utensils. So far it has not been shown that allergy to nickel is the cause of the discomfort presented by women with gynecological implants and therefore there is no guarantee that the removal of the implant will be effective in the treatment of allergy to nickel¿. On (B)(6) 2018, the devices were removed, requiring a total hysterectomy with bilateral laparoscopic salpingectomy. Conclusion: after a legal medical analysis of the case, the argumentation set forth in the claim is not justified. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: pruritus: has dogs, skin test negative; on (B)(6) 2018: doubtful sensitization to manganese chloride 0.5% and nickel sulfate, scored a percentage of 5, when the maximum permitted is 3. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 29-jun-2022: follow up received via lawyer with medical records: plaintiff's date of birth / age, medical history (none reported before) added. Event added: nausea. Medical report of the risk management service case summary added in comment section. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomit"), diarrhoea ("diarrhoea"), gait disturbance ("stumble"), fall ("fall over"), urinary incontinence ("urinary incontinence"), anal incontinence ("faecal incontinence"), discomfort ("general discomfort"), asthenia ("loss of strength"), headache ("headaches"), pharyngeal inflammation ("inflammation of the throat"), rhinitis ("rhinitis"), tongue discomfort ("feeling of a swollen tongue"), arthralgia ("joint pain"), pruritus ("itching"), palpitations ("sporadic palpitations"), musculoskeletal disorder ("difficulty moving my legs"), gait deviation ("difficulty walking after a period of rest"), loss of consciousness ("episodes of lost consciousness "), disorientation ("disorientation"), arthropathy ("hip problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (fallopian tubes, uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, discomfort, asthenia, headache, pharyngeal inflammation, rhinitis, tongue discomfort, arthralgia, pruritus, palpitations, musculoskeletal disorder, gait deviation, loss of consciousness, disorientation and allergy to metals outcome was unknown, the vomiting, diarrhoea, gait disturbance and fall had resolved and the urinary incontinence, anal incontinence and arthropathy had not resolved. The reporter considered allergy to metals, anal incontinence, arthralgia, arthropathy, asthenia, diarrhoea, discomfort, disorientation, fall, gait deviation, gait disturbance, headache, loss of consciousness, musculoskeletal disorder, palpitations, pelvic pain, pharyngeal inflammation, pruritus, rhinitis, tongue discomfort, urinary incontinence and vomiting to be related to essure (ess205). The reporter commented: tubal occlusion was achieved by implanting the essures. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: scored a percentage of 5, when the maximum permitted is 3; on (B)(6) 2018: positive for nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.